Event description:
It was reported by service report that the cot was moving around after being locked into the fastener. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
The service tech evaluated the cot and cot fastener and found the cot fastener was mounted in the ambulance incorrectly causing the cot to move around after being locked in.